Event description:
A malfunction alarm on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump; the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.